Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03271 & 0001822565-2017-03272.

Event description:
It was reported that the patient has been indicated for revision approximately twenty three years post-implantation due to dislocation.

Manufacturer narrative:
This report is being submitted to report changes. Upon reassessment of the reported event, it was determined the product was manufactured by zimmer biomet (B)(4).